Manufacturer narrative:
Patient info is not available at this time. The 510k not available at this time. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.

Event description:
After replacing the tube on a CT scanner, a field engineer was performing alignment of the tube. While attempting to tighten the screws that secure the tube, the field engineer's crimping tool skidded off of the screws head and the field engineer's right hand forcefully hit the metal part of the mechanism of the tube. The field engineer received immediate medical care for the injury from the outpatient clinic at the customer site. The injury required 3 sutures in addition to first aid. The injury caused tearing of approximately two (2) cm at the top of the right hand between the ring finger and little finger. The doctor who treated the injury instructed the field engineer to pay special attention to the movements of the hand during the first 24 hours. The field engineer did not take another job the next day.